Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected. The customer¿s blood glucose level was unknown. It was reported that the pump had power error detected alarm for every half an hour. The customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.